Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the last three loops didn't unravel completely during removal process. The seal was removed without damaging the anastomosis. No pt complications were reported by the hospital.